Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in israel. Through follow-up communication livanova learned that after replacing of the cpu ul508 board, the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side two (2) error messages (e03 and e04 codes) associated to interruption due to safety temperature sensor and temperature difference between the control and safety systems that is too great, respectively. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H11: a device service history review has been performed on the unit and no similar events were reported since unit's manufacturing date. Based on the investigation findings, the most likely root cause of the event was related to a defective cpu board. Failure of electronic components can be related to multiple and non-deterministic factors, and to the variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.